Manufacturer narrative:
See MDR 1920664-2008-00897 for the delivery device used with this intraocular lens.

Event description:
The trailing haptic bent during the insertion of the lens into the patient's eye. The doctor enlarged the incision to remove and replace the lens.